Event description:
Pt called to report that meter gives an error 4 and error 5 message. Pt did not have symptoms of high or low blood glucose. Pt did not seek medical attention or call their md. Customer svc was unable to resolve the issue and sent pt a new meter.